Event description:
The account alleged that the head end of the bed was drifting down. The head end of the bed would slowly drift down. No alleged injuries.

Manufacturer narrative:
The tech inspected the bed and found the hi/low up and down solenoid valves had worn seats. The worn seats caused the head end of the bed to slowly drift down over the course of two days. All hose connections were properly connected. The manual controls of the bed operated as designed. The tech ordered the solenoid valve. No further info is available on the repair of the bed at this time.